Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the competitor guidewire was not in the left inferior pulmonary vein, but on the edge of the heart silhouette as seen on fluoroscopy. While ablating the right inferior pulmonary vein, it was observed on fluoro that there was a possible pericardial effusion. This was a moderate effusion as confirmed by an intracardiac echocardiogram. The physician then performed a successful pericardiocentesis. The physician was satisfied that no additional fluid was collecting in the pericardium. The case was successfully completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot 61686 was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification showed the catheter was used for fourteen injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection/ pressure testing did not show any leaks or traces of liquid/ blood inside the catheter. In conclusion, the reported pericardial effusion was not confirmed through testing. A known clinical issue was encountered during the procedure (pericardial effusion). If information is provided in the future, a supplemental report will be issued.